Event description:
It was reported that the patient experienced an elevated blood glucose level of 33 mmol/l. He was hospitalized with diabetic ketoacidosis. He was treated with an IV of insulin at the hospital. Prior to going to the hospital, the patient attempted to correct the elevated levels via insulin injection, but was unsuccessful. The patient found cannula was bent with two of his infusion sets during the incident. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).